Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the internal battery connection to the main board was damaged. The device's main board was replaced to address the issue. The device main board, and internal battery were returned to the manufacturer's product quality investigation laboratory for further evaluation. The internal battery and main board were evaluated by the manufacturer's product investigation laboratory (pil) and found the internal battery functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the internal battery connection to the main board was damaged. The device's main board was replaced to address the issue. The device main board, and internal battery were returned to the manufacturer's product quality investigation laboratory for further evaluation.